Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. Additionally, it was reported that air bubbles were observed within the cartridge. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer's blood glucose level.